Manufacturer narrative:
Added information about evaluation and coding.

Event description:
It was reported to philips that the device keys at the bottom of the screen were broken. There was no patient involvement. A philips field service engineer (fse) was dispatched to the customer site. The reported issue was confirmed and it was determined that the display needed to be replaced. Upon conclusion of the evaluation, it was determined that this was a malfunction of the display assembly. The display assembly was replaced to resolve the reported issue and the device remains at the customer site. No further evaluation is required at this time.